Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was passed out at the church. Upon device interrogation, x-ray revealed atrial lead dislodgement. The physician suspected that the atrial lead was pacing in the ventricle resulting in the patient to pass out. The lead was repositioned. The patient was stable before, during and after the procedure.